Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16719. Related manufacturer reference number: 2017865-2021-16722. . It was reported that the patient presented for a scheduled atrioventricular node (avn) ablation. Prior to procedure, the device was interrogated and programmed. Once the procedure was completed, the settings were restored and rechecked for leads and device health. During the interrogation, it was noted that the manual thresholds, sensing and impedance were normal for the atrial lead and ventricular lead except for the right ventricular lead (hv) high voltage impedance being low. The manual hv impedance test was repeated using all 3 configurations and resulted into inconsistent values. Another manual impedance test was performed for the atrial and ventricular leads and this began to show inconsistent results. The patient remained sedated on the procedure table and external defib pads remained on. It was recommended to keep the patient overnight and recheck the device the next morning. The device was interrogated again; same phenomenon with impedance variation on all leads occurred. Programming changes were performed. The device re-interrogated later in the day and the next morning. A 3rd interrogation was performed later that day and it was noted that the device returned to normal function and working completely fine. All threshold, sensing, and impedance values were normal with no variation. The patient was in recovering condition.